Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) for blood glucose (bg) values over 500 mg/dl. The pod was reported to have fallen off and the cannula was dislodged. The pod was worn between 4 and 24 hours on the hips/buttocks. The ketones were moderate. No treatment information was given from the ER, other than the parent gave the patient a manual injection of insulin.